Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 32 cm (13") ext set w/4-way stopcock, check valve, rotating luer where the customer reported that when changing dressings, when disconnecting, the peripherally inserted central catheter (PICC) line connector: the customer stated that on (B)(6) 2025, a second patient presented a weakened, potentially breaking connector in the PICC line. The connector was removed without the need to replace the PICC line. The customer stated that there was a delay in therapy, and this results in a 6-hour delay in suspending chemotherapy. There was no blood loss considered clinically significant. Harm was not reported as a consequence of this event.

Manufacturer narrative:
Received a photo from the customer showing the affected sample. The luer was observed to be broken in the sample. The reported complaint of a broken connector could be confirmed from the photos provided. The probable cause is from an unintentional external force during use. No lot received for a device history review (DHR) review.